Event description:
It was initially reported on (B)(6) 2014 that the patient experienced gagging when eating and weight loss of 18 lbs since the first dosing appointment. It was reported that she had completed two vns dosing appointments at that point. The caregiver was instructed to use the magnet to turn off the device while the patient eats if she felt appropriate. The company representative attended the patient¿s follow up appointment on (B)(6) 2014 with the physician. The caregiver reported that she used the magnet one day to disable stimulation which helped with the symptoms. She also stated that the events had gone away for last 10-12 days and that patient had no issues since. The patient¿s appetite had improved over the prior week as well. Device was interrogated, and diagnostics came back within normal limits. The physician planned to wait until the next appointment to perform any setting adjustments. Good faith attempts for additional relevant information have been unsuccessful to date.